Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the interior of the processor unit was very dusty and dirty. When connected to a system, it was found that it failed to produce images and that the air pump was non-functional. A failed component on the power supply board was found, and was determined to be the cause of the malfunction. At this time the user site has been supplied with an updated processor unit. The returned device has been removed from use pending dispositioning.

Event description:
It was reported that the video processor unit for the endoscopy system shut down during an endoscopy case. As a result all image display was lost. The case had to be completed by moving the patient to another room. No injury or other adverse health consequence to the patient resulted.